Event description:
It was reported by the customer, "patient being given folfoxiri, line placed 30/10 and removed 2/12. Treatment cycle not able to be completed. Arm swelling and pain noted. I can confirm that the leakage was subcutaneous and was caused by a hole in the line. Harm caused was arm swelling, pain, delay in cancer treatment, additional hospital visits for extravasation checks, additional procedure to insert new line and emotional distress."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr single lumen powerpicc solo catheter. Light usage residues were observed and a needleless injection cap was attached to the luer adapter. Microscopic inspection of the sample did not reveal any damage or evidence of leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during pressurization of the sample. No leaks or evidence of leakage was discovered during evaluation of the returned sample. Consequently, this complaint is unconfirmed at this time.

Event description:
It was reported by the customer, "patient being given folfoxiri, line placed 30/10 and removed 2/12. Treatment cycle not able to be completed. Arm swelling and pain noted. I can confirm that the leakage was subcutaneous and was caused by a hole in the line. Harm caused was arm swelling, pain, delay in cancer treatment, additional hospital visits for extravasation checks, additional procedure to insert new line and emotional distress."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.